Event description:
The surgeon implanted a collamer cc4204bf plate lens +25.0d inside the patient's eye. The surgeon discovered post-operatively that the patient was +9.0d off target. The lens was subsequently removed in 2003 and returned to staar for analysis of dioptric power. The lens was found to be within specification. The patient's uncorrected visual acuity upon exam 1 month later was 20/40, and the best-corrected visual acuity recorded 2 months later was 20/50.